Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a humerus dislocation surgery, two screws broke consecutively, then a biosure pk backup was used. There was no significant delay and no patient injuries.

Manufacturer narrative:
One 6x25mm biosure ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 5mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The clinical details were reviewed and it was confirmed that the screw was utilized for a humerus dislocation surgery.